Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening, and patella loosening. The components were implanted in situ for ~1.8 y . The tibial insert, tibial tray, femoral and patella were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening, and patella loosening. The components were implanted in situ for approx 1.8 y. The tibial insert, tibial tray, femoral and patella were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An event regarding loosening of an unknown patella was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided images did not show the explanted patella component. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. The exact cause of the event could not be determined because a lack of information. Further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.